Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer would check the tubing and then resume insulin delivery. There was no impact to the customer's blood glucose level. As the customer was not currently receiving an occlusion at the time of contact with tandem technical support, troubleshooting to determine a possible cause of the occlusion was not performed.